Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump did not command motor movement. The customer's blood glucose reading ranged from 50- 350 mg/dl. The customer was advised to clear the alarm and finish complete prime process. The customer was advised to program a bolus into the air. The customer stated that this is not seen in the daily history. The customer was advised to repeat the rewind process and bolus delivery. The customer stated that the self-test passed. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error130 alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.